Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, the support sheath and basket sheath of the ncircle tipless stone extractor separated during a transurethral lithotomy (tul) procedure. The device was inspected and tested prior to use in an uncoiled position, and it functioned properly. The laser was not used while the basket was used. The patient's anatomy did not keep the basket from opening and closing. The procedure was completed successfully with another same device (lot # unknown). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and a functional test were conducted. The device was returned to cook without original packaging for investigation. The support and basket sheath were separated at tip of handle, showing the cannula beneath. Point of separation was clean and even. Handle does not function. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU does not provide any information related to the reported issue. Based on the available information, cook concluded the cause could not be conclusively determined. It is possible that procedural factors such as the path the device was in while inside the scope placed stress on the sheath that resulted in the separation after multiple functions. No procedural factors were known. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the support sheath and basket sheath of the ncircle tipless stone extractor separated during a transurethral lithotomy (tul) procedure. The device was inspected and tested prior to use in an uncoiled position, and it functioned properly. The laser was not used while the basket was used. The patient's anatomy did not keep the basket from opening and closing. The procedure was completed successfully with another same device (lot # unknown). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.